Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the device alarmed system error 345. A review of the event history log revealed multiple events of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was identified to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.